Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Additional patient results were provided on 08-feb-2024. On (B)(6) 2023, a third sample had an initial glucose result of 254 mg/dl with flag. The sample was repeated and the result was 289 mg/dl. The sample was repeated a second time and the result was 124 mg/dl. The customer stated that there was another sample from a diabetic patient that had a glucose result above 600 mg/dl with a repeat result that had a variation of approximately 200 mg/dl. The dates of testing and the exact results were not provided. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The customer replaced the analyzer probes. The service maintenance actions performed by the customer resolved the issue.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 2 patient samples on a cobas integra 400 plus. For sample (B)(6), the initial glucose result was 127 mg/dl. The sample was repeated three times and the results were 250 mg/dl, 280 mg/dl, and 124 mg/dl. For sample (B)(6), the initial glucose result was 397 mg/dl. The sample was repeated twice and the results were 600 mg/dl and 600 mg/dl. No questionable results were reported outside of the laboratory.